Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
It was reported by the user facility (B)(6) to terumo cardiovascular that after cardiopulmonary bypass procedure, the centrifugal pump lost flow and the line pressure decreased. The pump corrected itself after it was wiggled.